Event description:
It was reported that an asymptomatic patient presented in clinic with non-sustained lead noise due to post-paced t-wave oversensing noted on a stored egm. Reprogramming changes were recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.